Manufacturer narrative:
This report has been deemed reportable based on injury alleged.

Event description:
Facility reports that two cna's were assisting resident from bed to reclining (B)(4) with the total lift. The lift was lined up to the chair and they began lowering resident down. When resident was almost to chair the total lift tipped sideways hitting one cna in the shins and the other cna on the head causing a 2cm laceration below left eyebrow with a large amount of bleeding. Resident safely in reclining (B)(4) states that total lift hit her head as well, on the right side, no injury noted, neuro checks within normal limits. Cna sent to emergency room and received treatment with 7 sutures to laceration below left eyebrow.